Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the left main. On the same day, the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Clopidogrel, asa continued. (B)(4). Results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4).

Event description:
Patient death occurred approximately 2 months post index procedure. Cause of death respiratory and hypovolemic shock. The investigator indicated that the reported event was unrelated to the study device.